Event description:
Based on additional information received on 22-nov-2017 this case initially considered as non-serious was upgraded to serious (important medical event for device malfunction was added). This case was cross referenced with cases: (B)(4) (cluster). This unsolicited case from united states was received on 06-nov-2017 from a physician. This case concerns 2 patients (demographics unspecified) who received treatment with synvisc one and after an unknown latency had redness, difficulty putting pressure on their knee when standing/it hurt to put pressure on the knee and swelling on their knee, also, device malfunction was identified for the reported lot number. No medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, patients received treatment with intra articular synvisc one injection (dose, frequency, indication: not reported). On an unknown date, latency unknown, the patients experienced swelling, redness and having difficulty putting pressure on their knee when standing; it hurt to put pressure on the knee with standing. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 22-nov-2017. Global ptc number was added. An additional event of device malfunction was added. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow-up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced redness, weight bearing difficulty and swelling on their knee. Aa temporal relationship cannot be established with the product administration since event onset date and product therapy details are unknown. However, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.